Event description:
The ins turned off spontaneously 6-8 times. The ins was replaced and the patient outcome was noted as no injury. Additional information has been requested.

Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), product type implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the implant date was (B)(6) 2013. It was noted that the patient would go to the clinic "every other month" to have the impedances checked and reprogramming if necessary. There were no malfunctions found. It was stated that the patient was admitted to "department psychiatry" but no interventions were taken. It was not clear what "admitted to "department psychiatry"" meant. It was stated that a company representative was going to check the patient's status on october 14, when she visits the clinic after replacement.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.